Event description:
It was reported a patient presented with arrhythmia, the implantable cardioverter defibrillator (ICD) had inadequate shock. This was resolved by CPR and external defibrillation. The patient was recovering.

Manufacturer narrative:
The provided session record was reviewed by technical services and it was observed that the device detected and treated the ventricular fibrillation appropriately. The device was performing per programmed settings.